Manufacturer narrative:
Additional information was provided by the customer. This event occurred on (B)(6) 2013. The patient's initial result was 55.8 ui/ml and it was reported outside the laboratory. The patient underwent an ultrasound due to this event. The patient was not harmed by this event.

Event description:
The customer alleged they received a questionable igg antibodies to toxoplasma gondii (toxo) result for one patient on their e601 analyzer. The patient had a false positive toxo result of 55 ui/l. The sample was tested on an advia centaur and an abbott analyzer and the results were negative. It was unknown if any results were reported outside the laboratory. It was unknown if the patient was adversely affected by this event. The toxo reagent lot number was 169150 and the expiration date was not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. There was no patient sample available for investigation.

Manufacturer narrative:
This event occurred in (B)(6).